Event description:
It was reported that after pushing the button to test vibration alert, the patient did not feel any vibration, nor did the physician while placing hands on the patient over the implanted device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.